Event description:
It was reported that this lead was received by the manufacturer in conjunction with the associated device. Patient was hospitalized due to arrhythmia and needed resuscitation. Patient died on (B)(6) 2023. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead implanted with the ICD was still connected to the ICD header. The connections between the lead and the device were tested, proving that the lead was connected properly. Prior to the analysis of the devices, the manufacturing processes for the lead and the ICD were re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during manufacturing. Particularly the final acceptance tests proved the devices functions to be as specified. The lead and the ICD were disconnected from each other and subjected to analysis. Analysis of the lead linox smart promri s dx 65/17 the lead was thoroughly inspected and was found covered in body tissue in several positions. The analysis revealed a worn insulation at 22 cm distal to the is-1 connector pin. In particular at this position the conductor cable to the rv shock coil was found fractured and a molten spot was observed on the conductor cable. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. After a long implantation time of 124 months signs of wear are a known risk of ICD therapies. In addition, calcified appearing tissue residuals were found approximately 32 cm to 35.5 cm and 40 cm to 41.5 cm distal to the is-1 connector pin which had impact on the maneuverability of the lead and presumably led to excessive mechanical stress in the implanted state. Furthermore, cuts in the insulation and a bent fixation helix were observed which most likely occurred during the extraction procedure. Analysis results of the ICD lumax 740 vr-t dx promri the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms and consistent with the analysis results of the right ventricular lead, a shock delivery into an external short circuit caused by the contact between the ICD and the worn out lead led to a damage of the electronic module of the ICD. As a result of the damage the device could not be interrogated. Due to the lack of interrogation of the ICD, no conclusion could be drawn regarding the reported patients outcome.